Manufacturer narrative:
Further evaluation of the autopulse platform (sn: (B)(6)) continued at zoll chelmsford. During further visual inspection, the top cover was observed cracked in multiple places. Also, it was noted that the battery compartment was worn out and scratched, and one of the screw fittings was broken and chipped. The observed physical damages were unrelated to the reported complaint, and the root cause appeared to be the characteristics of normal wear and tear of the platform. During further functional testing, unrelated to the reported complaint, it was noted that the clutch plate was sticky. The cause for the sticky clutch could be due to normal wear and tear of the platform. Service will not be performed as the customer declined repair. The autopulse platform will be returned to the customer without the repair and it will have a label state "not for clinical use".

Manufacturer narrative:
The reported complaint of "the autopulse platform (sn: (B)(4)) displayed 'system error, out of service, revert to manual CPR' error message upon powering up" was confirmed during functional testing. The root cause was due to a defective processor board as a result of the normal wear and tear of the device. The autopulse platform was manufactured in may 2006, and it is almost 14 years old, well beyond its expected service life of 5 years. Visual inspection of the returned platform was performed. The interior of the encoder cover (front enclosure) was slightly worn out and chipped, and several cracks were observed on one of the screw fittings with a loose screw. In addition, the interior of the motor cover (bottom enclosure) was observed dirty, and one of the screw fittings was broken and chipped. The observed physical damages are unrelated to the reported complaint, and the root cause appeared to be the characteristics of normal wear and tear of the platform. A review of the autopulse platform archive revealed that the recorded date and time in the archive were corrupted. However, the archive showed system error, user advisory (ua) 136 (internal parameter corrupted), thus confirming the reported complaint. The cause for the observed issue was due to the defective processor board, as a result of normal wear and tear of the platform. The processor board needs to be replaced to address the issue. During functional testing, upon powering up the platform, the "system error, out of service, revert to manual CPR" was displayed. Therefore, the reported complaint was confirmed. The defective processor board needs to be replaced to remedy the system error. Service is pending due to part shortage status. Last autopulse 1.1 was manufactured in 2009. As of july 2016, zoll announced the end of life for the autopulse 1.1. Many important components used in ap1.1 are no longer available further restricting our ability to service. The platform might be returned to the customer without the repair, and it will have a label state "not for clinical use". However, if the platform will be serviced, upon service completion, the platform will be subjected to functional testing to ensure that the device will pass all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
During training, the autopulse platform (sn: (B)(4)) displayed "system error, out of service, revert to manual CPR" error message upon powering up. No patient involvement.